Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator header. Eventually the lead was inserted and secured. The device function was good. There were no adverse consequences to the patient.